Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump was pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed, insulin squirted out during priming, and the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.